Event description:
The nurse reported that during the case the IV pole wasn't working. A system message displayed. A secondary free standing IV pole was brought in to complete the cases. There was no procedural or pt impact. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The system message report was confirmed. The IV pole seal was removed and the obstruction was removed. The system was then tested and met all product specifications. (B)(4).